Event description:
Patient no.(B)(6) (clinical study# (B)(4) index surgery performed on (B)(6) 2020. On (B)(6) 2022 the study coordinator notified the company that the surgeon is planning to remove and replace the implant on the patient; the replacement is not because of any malfunction of the implant, rather that the implant is maxed out on lengthening (reached it end of way).

Manufacturer narrative:
Production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: the patient is part of the company's post-approval study whose index surgery was performed on (B)(6) 2020. Follow up xrays, three months post-op, showed that the patient's kyphosis developed from 26° to 47°. The patient developed kyphosis over time and the implant lengthening accommodated the kyphosis and not the correction of the curve. On (B)(6) 2022 the company was notified that the surgeon is planning to remove and replace the implant on the patient; not because of any malfunction of the implant, rather that the implant is maxed out on lengthening (reached it end of way) on 03-jun-2022 a new device was implanted at t9,t10 during the revision surgery. Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment.